Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of screen becoming "gritty" was confirmed. During the initial boot of the device, it displayed interference and a poor image quality. The root cause of the failure was identified as an internal failure within the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The screen becomes gritty. (B)(6)/2022 - the returned device displayed interference and a poor image quality.